Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the bolus/basal process. The motor error alarm was cleared and the customer is disconnected from the insulin pump. The caller did not know the blood glucose reading. It was stated that the motor error alarm occurred more than once in the last 30 days. The customer was advised to return the insulin pump for analysis.